Manufacturer narrative:
Date of event: exact date unknown, event occurred two years ago.

Event description:
It was reported that the patients ipg was defective. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.